Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they  stated charging the implanted neurostimulator was not working properly. Patient said yesterday they charged for 5 hours and the implant only charged up to 40%. Patient confirmed they were charging on excellent the whole time, and mentioned they had problems with that, and would be sitting there for 30 minutes on good and then have to get adjusted back to excellent. Patient did not see any error screens when trying to charge last night, and said charging was just going super slow. Patient also said they tried resetting. Patient also said a few days before that, the battery in their back was draining out fast, but they didn't know if that was still happening because they couldn't get a full charge on the implant last night. Patient said they would usually go 2 days and the implant would be down to 20-30%, but now the implant went down to 30% in one day. Patient inspected recharger and controller port, but didn't see any damage. Patient cleaned connections and blew into controller port. Patient reset controller and tried to start a recharge session during the call, and reported recharging excellent - controller 100%, implant 40%. Agent reviewed to monitor recharging after troubleshooting on the call and call back if the issue persisted. When asked doctor, patient couldn't remember and couldn't confirm doctor on file was correct when asked.

Event description:
Additional information was received from the patient. It was reported that I may have had the power turned up to much for my comfort I was in pain was the cause. Replacement device resolved the issue, rep was great in helping me. Rep reprogrammed everything for me. All is great you have a excellent rep.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.